Manufacturer narrative:
(Brand name- added "tandem t:slim insulin delivery system"). (Common device name- corrected to "insulin pump"). (Procode- corrected to "lzg"). (Model #- added "004628", catalog #- added "004629", serial #- added " (B)(4)"). PMA/510k #- added "k111210". Device manufacture date- added "9/20/2012".

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level remained elevated (367 mg/dl) with mild ketones. Customer delivered multiple boluses and manual injections. Health care provider provided lantus for use with novolog pens. Customer increased pump basal settings and changed out infusion site twice. System check was performed with tandem technical support and no issues were noted. Customer was not currently using the pump and more supplies were needed.